Event description:
It was reported that the customer was hospitalized for dka. The contact stated the pump alarmed while running the leadscrew test. After troubleshooting the pump, the contact requested a replacement be sent to the customer. No further details.